Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use of the clip delivery system (cds) there was irregular movement, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted in a medial position on the mitral valve leaflets. The second clip delivery system (B)(4) was then advanced to be placed lateral of the first clip. While steering the cds into the left ventricle, a kink was observed in the shaft and the clip did not move in the intended direction. The cds was removed and replaced. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. All available information was investigated and the reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported dc shaft bend resulting in the difficulty positioning the device appears to be related to the observed actuator mandrel bend; however, a definitive cause for how and when the actuator mandrel became bent could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report, it was reported that the shaft was bending during advancement of the delivery catheter (dc) shaft. No additional information was provided.